Manufacturer narrative:
(B)(4). The customer returned an arterial catheter, a guidewire, and a photo showing the kit lidstock. Signs of use were observed inside the catheter. Visual examination revealed the guidewire was unraveled from the distal end. It was noted that the unraveled coil wire passed through the catheter tip; however, the core wire was located outside of the luer hub. No section of the core wire was located within the catheter. This indicates that the guidewire became unraveled and was partially withdrawn. Microscopic examination confirmed the damage and revealed that the core wire separated 2.1cm from the distal weld. Microscopic examination of the guide wire confirmed the core wire was severed. Both welds were present and appeared full and spherical. No other defects or anomalies were observed on the catheter. To perform dimensional analysis, the guide wire was withdrawn from the catheter. The swg core wire separated 2.1cm from the distal weld. The cumulative core wire length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.610mm, which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. The catheter body length measured 164mm, which is within the specification limits of 162mm-166mm per the catheter product drawing. The catheter body inner diameter at the distal tip measured 0.027" (approximately 0.69mm). Per the catheter product drawing , "the tip of the catheter must allow the insertion of pins from = 0.69mm to a depth of at least 2mm reversible tip deformation during the test is acceptable". Therefore, the inner diameter at the tip is within specification. The catheter outer diameter measured 1.26mm, which is within the specification limits of 1.24mm-1.3mm per the catheter extrusion product drawing. The proximal end of the guide wire (functional end) was inserted through the catheter tip. The guide wire was able to pass completely through the catheter with no observed resistance. Performed per IFU statement, "thread tip of catheter over guidewire". A manual tug test confirmed that the distal and proximal welds were secure to their respective ends of the coil and core wires. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The guide wire was returned advanced through the catheter body, and the core wire was broken 2.1cm (ruler: ref-007728) from the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 'the guidewire used to place the catheter became unravelled while in the patient, and the physician experienced difficulty removing the wire. The wire was eventually removed from the patient in its entirety along with the catheter'. The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4) the UDI number is not available as complainant did not report the catalog and lot number.

Event description:
It was reported that: 'the guidewire used to place the catheter became unravelled while in the patient, and the physician experienced difficulty removing the wire. The wire was eventually removed from the patient in its entirety along with the catheter'. The patient is fine and had no harm or injury.